Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 20mg/ml at 5.9mg/day, bupivacaine 7.5mg/ml at 2.24mg/day and baclofen 100mcg/ml at 29.9mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient came into the healthcare providers office the day of the report because their pump was alarming and the patient was in withdrawal. This was a sudden change in therapy/symptoms. The pump logs were checked and showed low battery reset, reset, safe state. It was reviewed to consider min rate mode programming and other forms of med control, reprogramming and monitoring the pump and patient and pump replacement.

Event description:
Additional information was received from a consumer on 2016-oct-11. The patient reported that the hcp told him the pump would last 10 years, but it "went off" and he needed it replaced on (B)(6) 2016. The pump was in elective replacement for 36 days before being replaced. No symptoms were reported. Additional information was received from a business partner on 2016-oct-22. It was also reported that the patient was taking cymbalta at the time of the incident, and medical history included a lumbar fusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional (hcp) that the patient's pump is scheduled for replacement. The cause of the lower battery reset was attributed to a premature battery failure. The issue is expected to be resolved with replacement of the pump.

Event description:
Additional information received reported that the pump was alarming and upon interrogation had entered "safe state" mode as of (B)(6) 2016. There were no environmental, external, or patient factors that may have led to or contributed to the issue. The logs were read on (B)(6) 2016 and the following were observed reset occurred - low battery and pump in safe state. The pump was explanted and replaced. At the time of the report the patient status was noted as alive, no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.